Event description:
A (B)(6) male underwent evar on (B)(6) 2013. The physician placed a flex main body and two iliac leg grafts. Upon the 1-6 month following up clinical assessment, external compression was observed for the left iliac graft. Pt outcome - unk as not provided by the reporter.

Manufacturer narrative:
(B)(4) - pt outcome was not provided by the reporter. (B)(4) - occlusion is labeled in the IFU. Event eval: still under investigation.